Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother report that the customer received emergency medical assistance due to a low blood glucose on (B)(6) 2020 with a blood glucose of 57 mg/dl at the time of the incident. The customer was given dextrose and intravenous glucose drip to treat. The customer was reported as unresponsive and was taken to the emergency room. The customer remembered going to sleep thursday night, (B)(6) 2020 and did not wake up until friday evening, (B)(6) 2020 in the ambulance. The customer was using the insulin pump during the event. The customer did not use auto mode. The caller stated the customer may have had the flu a week prior to the incident. The caller alleged the insulin pump was over delivering because the retainer ring was missing. The caller stated that the reservoir did lock in place. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.